Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient reported dizziness and mild shortness of breath, with low flow alarms. On (B)(6) 2018, the patient was admitted for a possible outflow graft twist/occlusion. A CT and echocardiogram indicated a moderate amount of filling defect in the proximal outflow cannula, likely an due to intraluminal thrombus. The patient was listed 1a on the heart transplant list due to device complications. No further information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, it was reported that the patient received a heart transplant on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Added product received date: the evaluation of the left ventricular assist system (lvas) confirmed the report of outflow graft twisting, which could have contributed to the observed low flow alarms in the submitted log files. The pump was returned assembled with the pump cable severed approximately 13 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The outflow graft beneath the bend relief revealed a counter-clockwise twist approximately 1.5 inches from the graft attachment. The black line on the graft indicates that the graft was twisted approximately 180 degrees. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the device was supporting the patient. The lumen of the outflow graft revealed traces of loosely coagulated blood in the folds of the graft twist. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the submitted and retrieved system controller log files. In addition, trace amounts of loosely coagulated blood were observed in the inflow cannula, outflow graft, and pump cover outlet port. The lack of structure of these depositions suggests that they developed acutely, potentially due to poor surface washing as a result of the confirmed decrease in flow through the device or blood remaining in the device post-explant. The lvas log files retrieved from the returned device appeared to capture similar calculated flow values as the submitted log files. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.